Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has previously repaired/evaluated skin graft mesher serial number 03246 six time as documented in the repair reports in livelink. The last repair was january 24, 2017 where it was reported that the device was returned with no reason given and the device was evaluated with no components replaced. This is not a related issue. On (B)(6) 2019, it was reported that the part was sent for repair due to a damaged template grid. There is no hint that there was a patient impact and no further information was provided. The device had a bent comb. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher by flextronics on (B)(6) 2019 revealed that the calibration within specifications but did not produce a passing sample graft. The comb needed replaced. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The part was sent for repair due to a damaged template grid. The device had a bent comb. No adverse events were reported as a result of this malfunction.